Event description:
It was reported that during a thyroidectomy procedure, device completed the 5 second test. When instrument was used on tissue, an instrument error occurred. Error code was cleared and surgeon again tried using on tissue and given an error code. A test tip was used and operated properly. Extended or time. No patient consequences.